Manufacturer narrative:
Evaluation summary: the customer concerns the uneven o-ring gap on the connector; however, it is not affect function and safety. In fact, there is no such complaints we received. It is manufactured as the original design. No further action required. Model eg38-j10-us is available in the USA with a 510k number k200090. This report is being filed as part of the pentax backlog management plan.

Event description:
For evaluation-has seam gap in eus connector. The time of event is unknown. There was no report of patient harm.